Event description:
It was reported that a patient who had undergone implantation of dfr00v exchanged it to a monofocal intraocular lens (iol) by requesting to do so because misalign of myopia was observed after surgery and refraction had not been settled. There was no patient injury post-explant, and no health damages had been reported since then. There was no returning product because the product was discarded. No other information was provided.

Manufacturer narrative:
Reporter phone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.